Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
When advanced pfo occluder to the left atrium, the left disc of the occluder doesn"t opened properly, it took unproper shape and looks like a tire. Doctor removed occluder and exchanged for another one. There wasn't consequences for the patient.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of deformation upon initial deployment has been investigated and a resolution plan aimed at addressing enhanced loading techniques as well as improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.

Event description:
When advanced pfo occluder to the left atrium, the left disc of the occluder doesn"t opened properly, it took unproper shape and looks like a tire. Doctor removed occluder and exchanged for another one. There wasn't consequences for the patient.